Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was no longer working and would not accept cartridges. Reportedly, the customer attempted to use multiple cartridges from different boxes. Customer has disconnected from the pump and reverted to manual injections. There was no known impact to the customer's blood glucose and the customer declined to provide further information.